Event description:
The caller reported a pixel issue on the pump display, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged for the pump to be replaced. The customer will use multiple daily injections (mdi) as backup therapy to ensure insulin delivery is not interrupted.